Manufacturer narrative:
The 8mm vessel sealer extend (vse) instrument was re-evaluated by engineering team. The instrument was found to have a dislodged grip ring because of which the jaws could not be opened. The grip ring set screw was found to be missing from its place that would hold the grip ring together with the adapter. The grip ring was re-installed during failure analysis and the grips functioned normally.

Event description:
Refer to h11 for follow-up information.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The probable root cause of dislodged grip ring on reported 8 mm vessel sealer extend (vse) instrument is attributed to the manufacturing process.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the 8 mm vessel sealer extend (vse) to perform failure analysis. The instrument was analyzed and found to have a grip ring dislodged. The instrument was placed on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips did not open and the grip open lever was not functional. The grip ring moved freely up and down grip the grip drive adapter. Additional observation(s) related to customer reported complaint: the instrument was found to have a grip ring screw missing inside the housing. As a result of the grip ring screw being missing, the grip ring was dislodged.

Event description:
It was reported that during a da vinci-assisted surgical procedure, customer had difficult time opening the grasping portion of vessel sealer extend (vse) instrument. The instrument and drape were removed. Customer reseated the drape and replaced the instrument. Following this, the instrument worked appropriately for about 5 minutes. Customer then, removed the instrument and continued with procedure. The procedure was completed with no reported injury. There was a delay of less than 15 minutes.